Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2018. User made several bolus requests without entering current bg value. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause was unknown. Food was brought to the customer to address bg level. Recommendation was made for customer to consult with healthcare provider.